Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller states the patient fell in april and the caller believes the patient fell on their ins because now the battery pack is uncomfortable and is 'shifting' back and forth in the pocket. The reason for the call was the caller wanted to know about removal of the ins and if it is possible to cut the leads and just remove the ins. 2021-11-19 patltr, patltr1: additional information from the patient indicated that they are unsure of the cause of the ins shifting, but has worsened over time. They stated that the issue was unresolved, and the device has not worked since 2013. They stated that it has caused pain. The patient noted that they have met with a surgeon and are waiting to hear if the ins can be removed. They mentioned that the surgeon is concerned with spinal fluid leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller states the patient fell in april and the caller believes the patient fell on their ins because now the battery pack is uncomfortable and is 'shifting' back and forth in the pocket. The reason for the call was the caller wanted to know about removal of the ins and if it is possible to cut the leads and just remove the ins.